Manufacturer narrative:
Concomitant medical products: PICC line, therapy date (B)(6) 2016. The affected devices have been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that alprostadil 5mcg/ml was programmed to infuse at 0.01mcg/kg/min (0.41ml/hr). The device alarmed for channel disconnect and lost connection and stopped infusing. Other infusions through the patient¿s PICC line were milrinone 200mcg/ml programmed to infuse at 0.25mcg/kg/min (0.25ml/hr), dopamine 1mg/ml programmed to infuse at 9mcg/kg/min (1.83ml/hr), and epinephrine 10mcg/ml programmed to infuse at 0.05mcg/kg/min (1.01ml/hr). The nurse attempted to restart the alprostadil, and disconnected and reconnected the module, but the device continued to display the channel disconnect. The syringe was then switched to another pump. The patient's blood pressure dropped from the 60¿s/30¿s with mean arterial pressures (map¿s) > 40, to the 50¿s/20¿s with map¿s in the 30¿s. The dopamine drip was increased to 15mcg/kg/min and 2mcg of epinephrine 1:100,000 was given IV push.

Manufacturer narrative:
The customer¿s report of a channel disconnect was confirmed. Physical inspection of the module noted that the right inter-unit-interface (iui) connector was found to have signs of dried fluid residue on the contacts and the black plastic body. The left iui connector was found to have signs of dried fluid residue on the contacts. An unidentified cloth material was also found on the edges of two pin contacts. Analysis of the pcu event log confirmed that beginning at 7:35am on (B)(6) 2016 two modules were involved in multiple channel disconnect/power loss events. After each channel disconnect the user acknowledged the event. At the time of the channel disconnect events the suspect module was infusing alprostadil at 0.41ml/hr. The second module was not infusing at the time of any of the channel disconnect events. Review of the logs confirmed that at 7:39am another module was programmed to infuse alprostadil at 0.41ml/hr; this module infused for one hour and was powered off by the user at 8:40am. Various channel configurations were tested during the functional evaluation, however even after considerable manipulation no channel disconnect/power loss scenarios could be replicated. The proximate cause of the customer¿s report is suspected to be iui contamination which caused an open condition resulting in the channel disconnect/loss of power.